Event description:
It was reported that the 9800 system had a split image on the monitor during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There was a pin on the lemo receptacle pushed in. The receptacle and x-ray controller batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.